Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6). The field engineering specialist pressure testing all the vacuum tubing, which was acceptable. He cleaned the vacuum nozzles. He found that the cuvette rinse level was very low and could not be increased. He performed a full decontamination of the system which caused the cuvette rinse level to increase. He adjusted all the wash and rinse levels to the normal levels. The gear pump pressure was okay. He cleaned the sample probe and realigned the probe. Calibration and qc testing were done with acceptable results. The investigation is currently ongoing.

Event description:
The initial reporter complained of a questionable high gluc3 glucose hk gen.3 result for 1 patient tested on a cobas 8000 cobas c 701 module. The initial gluc3 result was 13.9 mmol/l. The initial result was reported outside of the laboratory but was questioned by the doctor. The same patient sample was tested again on (B)(6) 2019 and a gluc3 result of 5.12 mmol/l was obtained. There was no allegation of an adverse event. The gluc reagent lot was 378010. The qc results on the day of the event were acceptable.